Manufacturer narrative:
Brake cam.

Event description:
It was reported by service report that the brakes would not hold. The customer could not determined whether there was pt involvement and/or adverse consequences.